Event description:
The customer reported that the unit fails to power up on battery power and that the screen showed an "external power interrupted" message.

Manufacturer narrative:
(B)(4): the customer reported that the unit fails to power up on battery power and that the screen showed an "external power interrupted" message. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.